Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported a result of 109 mg/dl was obtained on the sensor scan compared to a reading of 217 mg/dl obtained on an unspecified blood glucose meter. It was further reported that the customer was hospitalized for 3 weeks. No further treatments or symptoms were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for all libre sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and no trends were identified that would indicate any product related issues.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported a result of 109 mg/dl was obtained on the sensor scan compared to a reading of 217 mg/dl obtained on an unspecified blood glucose meter. It was further reported that the customer was hospitalized for 3 weeks. No further treatments or symptoms were reported. There was no report of death, serious injury, or mistreatment associated with this event.